Event description:
It was reported that during an unknown procedure, the handpiece broke during connecting with instrument. The front part of handpiece was connected with the instrument. The back part was loose. . A new handpiece and new instrument was used then. No further information is available. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received disassembled and the mount attached to a ace device. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. Upon inspection of the internal components, the moisture indicator was positive and the acoustic isolator was found to be torn. The customer report that the handpiece broke during assembly. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.